Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's battery drained faster than expected. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.